Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, they connected the reload to the handle, then the surgeon started firing, however, the firing stopped halfway. They replaced the reload and the firing was completed with no problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.